Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on that the insulin pump had a blank display. The customer¿s blood glucose level was 96 mg/dl at the time of the incident. The customer noted the screen went blank after no interaction. Customer noted the device was not dropped, bumped, or exposed to moisture. Customer was advised to clean out the battery cap, but the battery cap was missing. The customer was advised a replacement insulin pump an d battery cap will be sent out, and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.